Event description:
A ventilator was returned to a third party service center for evaluation due to an allegation that the displayed and measured pressures were different. There was no patient harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at a third party service center a failure of the device's sensor board was observed. The device's sensor board was replaced to address the issue. This report is being submitted as part of a program to retrospectively review possible device malfunctions that did not involve any injury, to determine whether they are reportable under 21 cfr part 803 and the manufacturer's updated reporting procedures. This program is being undertaken to address FDA warning (B)(4).